Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with high sleep current measurement due to moisture damage on electronic board stack. Device received with moisture damage on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had absence of alarm. It does not alarm every 15 minutes when their blood glucose is too low. They do not hear certain alarms. The customer's blood glucose was 7.4 mmol/l. Troubleshooting was not performed. It is unknown if the device will be returned for analysis.